Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a patient disconnected alarm. The device was in clinical use when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone: (B)(4). Reporter phone number: (B)(6).

Manufacturer narrative:
This medwatch report was inadvertently submitted, duplicate of MFR report number 2518422-2023-09667.